Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and review identified the following: turbid brown, dark tea-colored fluid encountered, consistent with armd. There was some but really not a significant amount of corrosion material around the inner bore of the femoral head. The trunnion on the femoral stem looked pristine without any damage. Necrotic tissue removed from around the socket, pseudocapsule excised. A definitive root cause cannot be determined. This complaint can be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat: 21-123209 lot: 909060 ha tprloc por lat fml 17.5x155. H6: suggested component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 20 years post-implantation, the patient underwent a right hip revision due to metal related pathology. During the revision, corrosion material was noted around the inner bore of the femoral head. A pseudocapsule, necrotic tissue, and a cyst was debrided, which the surgeon attributed to adverse reaction to metal debris. The head was replaced. The stem and cup were retained. Attempts have been made and no further information has been provided.